Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, resistance was felt when the valve was passing the distal part of the esheath. The procedure continued as usual and the valve was implanted. After removal of devices, it was found that the distal tip of the esheath was torn. There were no other complications or patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and two key observations were noted. The esheath liner appeared expanded, and the distal tip of the esheath was torn, with visible stretching of the hdpe material along the score lines. The complaint for sheath distal tip torn was confirmed, based on evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.